Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 135.5 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had offset coil winds. This type of damage can occur if the embolization coil is advanced against resistance. However, based on the complaint description the root cause of the resistance could not be determined. These offset coil winds likely contributed to the resistance experience during the functional test and prevent the coil from being advanced out of its introducer sheath. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked. This kink likely occurred due to forceful advancement against resistance. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery using penumbra smart coils (smart coils). During the procedure, the physician placed two non-penumbra in the target vessel using a non-penumbra microcatheter. While attempting to advance a smart coil out of introducer sheath and into saline, the physician experienced resistance at the distal tip of the introducer sheath and the smart coil would not advance out; therefore, it was not used in the procedure. The procedure was completed using three additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.